Manufacturer narrative:
The customer's calibration and qc results, and system alarm trace were requested but not provided. Based on the data provided a clear root cause could not be identified.

Manufacturer narrative:
The field service engineer replaced the pinch tubing, checked pump pressures and system volume, adjusted the high voltage on the photomultiplier tube, performed a blank cell calibration, and verified all mechanisms were working properly. The customer ran calibration and qc. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient sample with a cobas 6000 e 601 module. The initial result was 0.363 miu/ml. This result was reported outside of the laboratory. On (B)(6) 2021, the patient had a second sample tested with a result of 1760 miu/ml. The initial sample was repeated with a result of 948.3 miu/ml. The reagent lot number and expiration date were requested but not provided.